Manufacturer narrative:
Device is being returned to manufacturer for evaluation, pending investigation.

Event description:
During hemodiafiltration treatment at a chronic dialysis unit using a surdial-x dialysis machine, patient stated he/she had blood on hands. Nurse checked immediately connections between catheter and bloodline, found venous side was unscrewed, nurse immediately screwed connection. About 500-800 ml blood leaked. Patient received 200cc perfusion of normal saline. Patient was tired but there was no reduction in blood pressure. No further information was provided.

Manufacturer narrative:
Device is being returned to manufacturer for evaluation, pending investigation. (B)(4).

Event description:
During hemodiafiltration treatment at a chronic dialysis unit using a surdial-x dialysis machine, patient stated he/she had blood on hands. Nurse checked immediately connections between catheter and bloodline, found venous side was unscrewed, nurse immediately screwed connection. About 500-800 ml blood leaked. Patient received 200cc perfusion of normal saline. Patient was tired but there was no reduction in blood pressure. No further information was provided.